Event description:
After pre-dilatation, the pulsar-18 t3 peripheral self-expandable stent was implanted but the angiography the length seemed to be 20mm shorter than it should be. The stent could not cover the lesion. Another pulsar-18 t3 stent was used to finish the procedure.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The photograph shows the unreleased stent in the delivery system positioned in the sfa. Two linear measures are used for the stent length: (1) a radiopaque marking tape has been placed. It can be seen that the size and distance of the numbers on the marking tape decreases from top to bottom. This perspective distortion may affect the stent size measurement accordingly. (2) a ruler is held on the screen. However, without a reference it is impossible to verify the stent length. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.